Event description:
It was reported that the patient was in tachycardia and there was occasional atrial undersensing noted during some atrial high rate episodes. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.